Event description:
A report of a patient's precision system explanted due to the ipg causing jolting sensations and not providing adequate pain relief was received. Attempts at reprogramming would cause muscle spasms. No further information is available.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore, they will not be returned for evaluation.